Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, (B)(6) sent us an official report. We don't know were the first surgery occurred. The lot# are not sure because this is what they could read from the dm itself. The report mention: articular stiffness associated with a right knee prosthetic implant. The report pertains to the entire right knee prosthesis (3 components).